Event description:
The customer contacted abbott regarding the hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer had removed the syringe and cleaned it with no resolution. The customer reported the faulty syringe was discarded, installed a new syringe and the "fail to home" issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.